Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. Additional information from the importer report: the patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Additional information from the importer report: (B)(6) /2012, uretex sup urethral support system catalog #: 485013, lot # sia00406. (B)(6). Attorney.